Manufacturer narrative:
(B)(4). Additional information: the patient underwent aortic valve reconstruction surgery (avrs) for bicuspid aortic valve on an unspecified date in the range of (B)(6) 2007 to (B)(6) 2013. This report was received from literature: song, m.g., yang, h.s., choi, j.b., shin, j.k., chee, h.k., kim, j.s. Aortic valve reconstruction with use of pericardial leaflets in adults with bicuspid aortic valve disease: early and midterm outcomes. Texas heart institute journal 41(6): 585-591. 201. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced detached pericardial leaflets causing valvular regurgitation, and required reoperation after a surgery was performed using supple peri-guard. The cause of the detached leaflets was not reported. The patient had previously undergone aortic valve reconstruction surgery for bicuspid aortic valve and supple peri-guard was used to create the new leaflets. No further detail on surgical technique was provided. Subsequently, on an unreported date, the patient experienced detached pericardial leaflets which caused severe regurgitation. On an unreported date, the patient required repeat aortic valve surgery for repeat suturing of the detached pericardial leaflets. Further detail on the patients outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.